Event description:
It was reported that the system 9600+ displayed saturation fault. The unit was out of service. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction could not be verified although the battery voltage was found to be low. Evidence of arcing found at contacts relay k2. Cleaned contacts and cleaned and regreased x ray tube contacts, recommended that the hospital biomedical engineering staff replace batteries in the near future. The system was tested and found to be working as intended and placed back into service.